Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus several times. The mother stated that the customer experienced high blood glucose of 513mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. Performed the displacement and self test and they passed. Advised the caller to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.